Manufacturer narrative:
Customer was sent a replacement ac adapter. The returned ac adapter was visually inspected and wires were exposed where the cord insulation was compromised. Melting was observed at both ends of the separated strain relief.

Event description:
As part of ameda, inc's quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2014 to report the ac adapter that she uses to power on the purely yours breast pump has exposed wires and is no longer functional. Customer denies any injury, shock, burn of property damage associated with the use of the defective ac adapter.